Event description:
Knee pain [arthralgia]. Major effusion (knee) [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from the wife of a (B)(6) male pt, initials (B)(6) with gonarthritis. The pt's medical history was significant for the use of synvisc (in 2004, 2007 and 2009). On an unspecified date in (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) at 2 ml, once weekly into an unspecified location. The lot number of synvisc was q1112a2. The pt took rest following the injection and cooled his knee as a preventive measure. During the same night, the pt began feeling pain in his knee and the following morning he experience major effusion. Arthrocentesis was performed and corticosteroids were injected. The pt continued rest and icepack cooling of his knee. The action taken with synvisc was not provided. The pt recovered from the events of knee effusion and knee pain with one week. Concomitant medications were not provided. The intensity for the events of knee effusion and knee pain was not provided. Qa (quality assurance) investigation summary was received on (B)(6) 2012. The production and quality control documentation for lot #q1112a, with expiration date (03/2014) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot #q1112a, with expiration date (03/2014) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted.